Manufacturer narrative:
(B)(4). This report was filed by the MFR. The affected product has been received. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported back check valve failure. The nurse visually witnessed the secondary magnesium infusion flowing into the primary set. The drip chamber was filling up and air bubbles were going into the primary bag. The nurse setup a new primary set and the infusion continued with no problem. No pt hard or medical intervention occurred. No further pt or event info was reported.